Manufacturer narrative:
Innovative health, llc became aware on 14-nov-2022 of a report from mayo clinic - (B)(6) on a webster cs bi-directional diagnostic ep catheter auto ID that was found to have fibrous material on the tip of the device. The material was identified during the procedure, before the catheter was used on the patient. Innovative health received the device for evaluation on 18-nov-2022. Upon investigation, foreign material was identified on the tip of the device. No injury was reported. Production records were also reviewed. The root cause is unknown.

Event description:
The device was reported to have fibrous material on the distal tip. No patient injuries were reported. The material was identified during the procedure, before the catheter was used on the patient.